Manufacturer narrative:
The initial MDR 2517506-2017-00069 was filed on january 17, 2017. Additional information (04/07/2017): the siemens headquarters support center (hsc) reviewed the data provided. The initial result generated an error of loci cpm cutoff triggered. This error indicates that light was produced in excess of the detector capability during the read sequence. Hsc reviewed the customer's quality control (qc) and calibration, resulting within range. The cause of the discordant, falsely depressed cardiac troponin result is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Manufacturer narrative:
Siemens is investigating the event.

Event description:
A discordant, falsely depressed cardiac troponin result was obtained on a patient sample on a dimension vista 1500 instrument. The initial result was not reported out to the physician(s). The initial result was flagged with "e541: loci com cutoff triggered". The sample was repeated four times. The first two repeats (diluted 1:5) resulted with a higher result and flagged with "e521: above assay range". The customer repeated the sample a third time (diluted 1:5), resulting lower with a flag "e115: above reference range". The same sample was repeated on an alternate dimension vista instrument, resulting with a higher and flagged "e521: above assay range" result. The repeat result from the alternate instrument was released to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely depressed cardiac troponin result.